Manufacturer narrative:
(B)(4).

Event description:
It was reported that charge time limit was reached at one occasion. At follow up, the charge time was normal, the device is still implanted. No adverse consequences for the patient were reported. The patient is followed by remote care.